Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The definitive root cause was not identified; however, based on the results of the investigation, the probable cause is most likely because of a large mechanical force caused by an impact, fall or collision with other equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light guide bundle of the rigid optical laparoscope showed a concealed breakage. It is unknown when the issue occurred. There were no reports of patient harm.